Event description:
It was reported that unit not turning on when connected. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter facility name : (B)(6).

Manufacturer narrative:
Additional information: imdrf annex d grid.

Event description:
It was reported that unit not turning on when connected. There was no reported patient involvement

Manufacturer narrative:
Correction: a review of the device history record showed the device had a manufacture date of 29oct2019. The review was performed from the date of manufacture to the present date 15apr2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that unit not turning on when connected. There was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 29oct2019. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device manufacture date:unknown. Device was not returned to manufacturing facility.

Event description:
It was reported that unit not turning on when connected. There was no reported patient involvement.